Event description:
According to maude report (B)(4), the patient suffered a burn to her left flank area which was noted after electrode pad removal.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.